Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging revealed that the right ventricular lead had perforated the pericardium and a pericardial effusion was noted. The patient was hemodynamically stable, the lead was explanted and replaced and the patient was in stable condition.